Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had scratched case, faded end cap address label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visit to emergency room and then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 250 mg/dl and other blood glucose value was 435 mg/dl. The customer experienced symptoms such as feeling very sick and vomiting. The customer was treated with manual injection and intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reported that they received insulin flow blocked alarm. The insulin pump will be returned for analysis.